Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a vats lobectomy procedure, surgeon had fired two reloads without any issues. On the next firing after completing the firing, the surgeon could not pull the black return knobs back to open the stapler. The stapler was locked on the tissue. Eventually, they broke the return mechanism and had to use additional staples to wedge out the reload that was locked on the tissue. There was unanticipated tissue loss and tissue damage. The damage was permanent. There was no blood loss of 500 cc or more. Surgical time was extended by 30 min or more due to the product problem.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of a device. The visual inspection of the returned product noted the reload was received attached to a reload. The instrument firing knobs were partially advanced to the 45cm cut line. This did not match with the position of the sled of the reload. The firing knobs were detached from the internal mechanism and moved freely within the device channel. During the visual evaluation the firing rod was observed partially advanced and the articulation lever in the neutral position. Trigger was in the fully released position. The retraction knob moved freely along the device. It was not broken as stated by pmv. A broken piece of the loading unit was removed from inside the clinical device tube housing. The bent hook was visible through the firing knob channel. The rack and the scalloped plate were observed broken from the proximal end. The handle body was cut open in order to observe the firing mechanism. Through it, the proximal rack teeth were observed tear from the rack. The rack, 27 tooth function is to push or pull the firing rod in the instrument by means of the trigger or the return knob. Since its proximal end was broken, the retraction knob had no support to the firing mechanism. As a consequence the retraction knob would travel freely through the channel as observed in the investigated device. Analysis was performed in order to determine the most probable cause for the damages observed in the reported instrument. Based in the evaluation and in the investigation, no manufacturing/assembly issues were detected related to the investigated condition. The conditions that presented the reported stapler indicate that an excessive force was performed when retracting it, causing the retraction mechanism breakage. A probable scenario is that the device was used in a thick tissue, locking the loading unit and damaging the stapler while trying to retract the sulu. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.